Event description:
On (B)(6) 2014, I was asked to submit a urine sample for screening, the first lab it was sent to had a discrepancy and sent the sample back, so they could re-collect a new sample, instead, the office kept my sample that had discrepancy with and sent it out to another lab for testing, instead of collecting a new sample and sending it back to the first lab for testing. Then I did not know a thing about any of this until (B)(6) 2014. That is approx 4 months. And the other 3 office visits he never said one word about any of this. Until my (B)(6) 2014 office visit he disclosed the test results, he stated I came back positive for cocaine, I can not give you your refills. This office visit was my refill/f/u. He did not consult me about what to do, he did not even ask any questions to ensure I had not taken any other medications that would cause this positive result. This specialist has had me on 2 types of morphine for about 5 years. One- 60 mg ext release every 8 hours and 1-30 mg instant release 3 times daily as needed for break-thru pain. I had two days worth of medication on this day, and he knew this as well. He did not tell me what to do or according to some research he didn't even step me down from these medications either. Nothing. I do not use cocaine, never have and never will, I was on amoxicillin for a respiratory infection and I was receiving injections as well, the injection site is numbed with lidocaine usually four or five shots before the actual injection, also he gives me lidocaine samples from time to time and I always ask for them anytime I receive an injection as it helps with the soreness at the injection site. Now I know I do not use or take cocaine, and in the 5 years I have been under his care, I have never had one issue with pill counts and/or urine screenings. He never asked any questions to ensure I had not taken any other prescribed medications that could possibly cause this test result. I do not know what to do at this point, I am very discouraged with the fact that I was never told that there was an issue with my sample at the first lab that it was sent to, and the fact that the lab had a discrepancy with the sample and they did not do a re-collection for testing, it took them four months to tell me these results, and when he decided to make his medical decision to not give me anymore medications he did not consult me on how to step down or offer any other medications that may help me through this time period. It can take up to a few months to step somebody down from the dose of morphine I am prescribed (270 mg per day) besides not ordering a new collection of urine and waiting 4 months to notify me of these results that was from a urine sample deemed with an issue by a lab 4 months ago, the cup I was given to provide my urine in was not labeled in any way, no name etc, and it was not sealed in my presence as it was always done in the past at the same doctors office and I did not sign anything and I watched the nurse place my urine sample cup in a small basket that had 5 or 6 other pt urine samples and none of those were even labeled nor sealed. It was customary for the sample to be sealed in my presence at this specialist office and anywhere else I have ever needed to provide urine for screening, and I was never asked or notified about any of this until 4 months later, and I know for a fact the lidocaine can in some cases cause false-positive result for cocaine if the individual was receiving high doses of lidocaine shots and I know for a fact that amoxicillin will absolutely cause a false-positive for cocaine and the month I gave my urine for screening I was asked as always at every visit if I had been taking any blood thinners and or antibiotics and I told the nurse yes amoxicillin. I strongly feel that this situation was not handled professionally, and my health has been jeopardized, I am very disappointed with the staff and doctor for the way this was handled. Reason for use: diagnosed chronic severe low back pain; ddd, spinal stenosis, chronic low back pain, ddd, spinal stenosis, radiculitis.